Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 7 months post implant of this 23 mm bioprosthetic valve, a transcatheter bioprosthetic valve was implanted valve-in-valve in the aortic position. The reason for the intervention was reported as degenerative aortic insufficiency. No additional adverse patient effects were reported. Patient medical history:coronary artery bypass graft (CABG) and hypertension.